Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary - the full lead was returned and analyzed. There were no anomalies found. I was noted that the distal end electrode was covered with blood.

Event description:
It was reported that the atrial lead dislodged several days after implant. During the lead revision procedure, tissue was found impeding fixation helix. The physician requested a new lead to implant. No patient complications have been reported as a result of thisevent.